Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff experienced an issue where the console was not responding, and the instrument could not be driven from the console. A power cycle was performed, which resolved the issue, allowing the system to function properly. The surgeon then moved to another console, and the case continued. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an issue with the pitch motor module based on the error logs. This can be resolved by contacting isi and having a fse service the system.

Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis, and the reported error 2313 was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested on our golden system with no issues. It was installed on the pftp and passed all tests. Lighthouse showed multiple error 23138 occurrences in the field, with the p1 value pointing to the usm_pitch. The pitch cva pca, disk, ffcs, and cables had no physical damage or contamination. Based on these findings, fa identifies the pitch motor module as the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.